Event description:
The customer reported that the numbers on the screen were ramping. Troubleshooting was performed. The customer stated that she gave her a bolus and within 30 minutes, her glucose level dropped from 285mg to 85mg/dl. The customer also stated that she received a button error alarm. Advised the customer to disconnect from the insulin pump and revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin had an intermittent button response as a result of a corroded keypad trace. Further analysis could not be performed.